Event description:
It was observed that during the device evaluation, the camera cable was cut and the camera head exhibited lines on image. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the lines on image were due to faulty charge coupled device. The most probable cause of the complaint is traced to component failure, a device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.